Event description:
Customer reports a button error on his insulin pump. Customer does not know current blood glucose level. Advise customer that pump will need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The insulin pump had a cracked case near the display window corners, minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads, a stained end cap sticker and a cracked belt clip slot.